Event description:
It was reported that a possible rv lead defect was observed during follow-up. Patient received shocks due to noise. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the sensing coil fractured close to the crimp sleeve as a result of fatigue. The connector ring crimp sleeve has been exposed outside the connector bore and due to this positioning, the sensing coil has been exposed to increased stress. This caused the intermittent open circuit.